Event description:
It was reported that a white residue was found in the packaging of the femoral component. Because no spare implant was available, the residue was removed and the implant was used. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign country: japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.